Event description:
Rptr developed cyst on upper part of (l) thigh (inside). Cyst enlarged to a point where it interferred with activities and was subsequently removed. Cyst was found to be benign. Rptr was a radar operator for 4 to 5 years prior to development of cyst. (Also see 1007547 and 1007549).